Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint can be verified. The check button does not respond. There are particles inside the housing of the check button, and these particles isolate the area of contact inside the button housing. Due to this, the check button does not respond and is without function.

Event description:
On (B)(6) 2013, patient reported the check button on the infusion device did not respond when she attempted to retract the piston rod. She confirmed the check button was pressed for longer than 3 seconds. The check button functioned and the cartridge change was completed during the troubleshooting call. Three attempts were made to complete troubleshooting for all buttons, but the patient was unable to talk each time. The infusion device was replaced and requested for evaluation due to allegation of button failure. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Weight was not obtained. Treatment start date was not obtained. It was unknown if the initial reporter sent report to the FDA.